Event description:
Screwdriver tip broke off during screw removal. Reported that two devices broke during the same procedure / surgery. Case was delayed by 25 minutes. Tips were recovered no add'l testing was needed. For second time see medwatch report # 3005673311-2014-00097.

Manufacturer narrative:
Mfg site eval: the working end of the received device is broken. The breakage surface shows a fine homogeneous crystal structure without lines of rest or corrosion. No material or mfg defects nor older cracks were found. The noted defects indicate that the instrument was broken by excessive force either during the procedure itself or during processing or by being dropped on a hard surface.